Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited increased capture threshold and failure to capture. The rv lead was capped and replaced on (B)(6) 2023. There were no patient consequences prior intervention. Further information was requested but not received.